Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) found non-conformance in the form of the setscrew being backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the setscrew would not tighten with the torque wrench. A second torque wrench did not resolve the issue. A second stimulator was used and the first was never implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-33, lot# va0ptn5, implanted: (B)(6) 2014, product type: lead. (B)(4).